Event description:
The customer reported the air flow from the subject device was poor and there was a vibration noise when the pump was on. The customer also reported this occurred after a procedure and there was no impact on a procedure or patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, water leaked from the output connector socket. This report is being submitted for the malfunction found during evaluation (water leaking from output socket).

Manufacturer narrative:
During inspection and testing, water leaked from the output connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, deterioration of the appearance such as corrosion has been confirmed at a plurality of places. It is likely the liquid intrusion occurred because the watertight function of the tube was impaired due to the effects of aging and wear deterioration. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issues (poor air flow and noise) were confirmed. In addition, there were corroded pins on the connector socket, and the front panel, front panel chassis, chassis, top cover, and lamp door were corroded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.